Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, multiple high ventricular rate (hvr) episodes were observed. Far field p-wave oversensing, small r-wave sensing and right ventricular (rv) lead noise oversensing were noted. External noise source was suspected. Isometric testing was suggested to determine if it was a true lead issue. Programming change was made. The patient was discharged and being monitored.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
Related manufacturer reference number: 2017865-2022-19744. It was reported that when the patient presented in clinic for a follow up, multiple high ventricular rate (hvr) episodes were observed. Far p-wave oversensing, small r-wave sensing were observed on the pacemaker and right ventricular (rv) lead noise oversensing was also noted. External noise source was suspected. Isometric testing was suggested to determine if it was a true lead issue. Programming change was made. The patient was discharged and being monitored.

Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been aug 18, 2022, not feb 19, 2021, as reported in follow-up report number 1.